Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms while using the mobile power unit (mpu), was confirmed in the submitted log file. The customer submitted heartmate 3 left ventricular assist system (lvas) log files for review noting loss of external power and power cable disconnect events. Technical service reviewed the log file and replied to the customer. Multiple loss of external power events while using the mpu were confirmed. The power cable disconnects were due to power source exchanges. The event log file contained approximately 8 days of patient event data. There were three loss of external power events that occurred while the patient was using the mpu. The events were 31 to 37 seconds in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages correspond to a brief loss of mpu output. The customer reported that the loss of external power events were due to an intermittent ac power cord connection. The location of the intermittent power cord connection (on the mpu power cord connector or ac wall outlet) was not noted. The mpu was kept in use; no product was returning for evaluation. The mpu assembly (pn 108285) was made in jun 2019. The unit was packaged (pn 100159807) and placed into stock on jul 8, 2019. The unit was sent to the customer on jul 24, 2019. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord (pn 100160225) for the mpu. Per equipment tracking records, the unit was assigned to the patient on (B)(6), 2019. Set up and use of the mpu with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no power alarms and power cable disconnect alarms. A log file review was requested. During the analysis of the log files technical services observed a couple of no external power alarms. These occurred on (B)(6) 2021 and (B)(6) 2021. There occurred while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. The other power cable disconnects are from power source change outs from mpu to batteries and batteries to mpu. The patient seems to be taking time to do the change out. The patient's mpu has a v-lock cable. There were no environmental factors that affected ac power at the time of the event. The patient reported the no external power was due to the power cord coming loose at the wall/outlet or the back of the unit but it was not specified which of these was the case.